Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Thrombus formation is a known and anticipated complication with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported thrombus formation was an anticipated procedural complication. The product lot number was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a coil embolization procedure using penumbra coil 400s (pc400s). During the procedure, the patient developed one small thrombotic embolus with the parieto-occipital branch of the right middle cerebral artery (mca). The patient, therefore, was given medication to treat the thrombus, and the event is considered resolved as of 14-aug-2018. There was no report of any neurological complications. The development of the thrombotic embolus was adjudicated to be an adverse event with a definite relationship to both the pc400 system and the procedure.